Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power cord wire was damaged, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Customer states the unit has a frayed cord.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states the unit has a frayed cord.